Manufacturer narrative:
The reported events were unable to remove stylet and lead dislodgement. The connector pin and connector cap were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The ptfe coating of the stylet was found stripped off. The ptfe coating of the stylet was found bunched up/clogged distal to the connector pin and the connector cap was found in place and intact on the connector pin. The cause of the reported event unable to remove stylet was isolated to the bunching of inner coil, stripped stylet, and ptfe coating.

Event description:
It was reported that during a device implant procedure on (B)(6) 2021, a patient's left ventricular lead had become dislodged after first positioning the lead. After repositioning the lead, it was noted that the stylet could not be removed from the lumen of the lead. The physician elected to explant and replace the lead. There were no patient consequences.